Event description:
It was reported that the pt saw a power-on-reset message on her pt programmer. The incident happened while the pt was sleeping, and it would not clear. Additional info received reported that the pt was able to use her remote to clear the message. Afterwards, the device was working fine and the pt's stimulation was working fine. The pt did not experience any symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that reprogramming was performed on 2011-(B)(6). At that time an impedance check was normal. No x-rays were performed but the patient had a CT scan done in (B)(6), 2011. The patient was doing fine. Additionally, the patient had another power on reset (por) with an error code of 0400. The patient did not have any remarkable exposure to emi that she was aware of. If another por occurred it would be investigated as to the source of the por.